Manufacturer narrative:
H3: the device, packaging tray, and an open pouch were returned in a large plastic sleeve (non-original packaging). The pouch was open from 3 of 4 sides when returned. Upon return, traces of contamination were observed on the cuff. There was also a small piece of clear sticky tape observed on the tube/clamp shell. A syringe was used to inject 15cc of air into the cuff, and the cuff could not inflate. There was a puncture in the cuff observed, and the cuff was leaking air. The puncture was located in the middle of the cuff. The device failed due to defective condition upon return and the inability to inflate. H6: codes updated, previously submitted codes fdm b17, fdr c20 and fdc d16 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pre op, the emg tube had cuff leakage, 10 milliliter (cc) syringe and 5 ml amount of air was used to inflate the endotracheal tube cuff. There was no patient involvement.